Event description:
Injury (patient / other): no. Product possible involved in injury: no. Product available for inquiry: yes. Location: 2 - when using. Origin: clinic. Complaint: hair in the blister. Product: information on the error pattern: fault location: sterile packaging error type: dirty / contaminated / particles.

Manufacturer narrative:
H10: one photo and two trays sample were received by our quality team for investigation. Upon visual inspection, it was observed that the photo is unclear, we could not confirm the presence of hair within either tray. However, there appears to be what was reported as a hair on the foam pad. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Manufacturing personnel have been notified of this incident and awareness training has been performed with the tray assembly team in an effort to raise awareness. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Date of receipt: 2024-11-07. Injury (patient / other): no. Product possible involved in injury: no. Product available for inquiry: yes. Location: 2 - when using. Origin: clinic. Complaint: hair in the blister. Product: item no.: 50-7050/v001 - pleurx¿ pleura katheter. Additionally affected article no.: 50-7050/v001 - pleurx¿ pleura katheter. Additional lot no.: 00015556400. Information on the error pattern: fault location: sterile packaging. Error type: dirty / contaminated / particles.

Manufacturer narrative:
H10: manufacturing review: one photo sample was received by our quality team for investigation. Upon visual inspection of the photo, it was observed that the photo is unclear. However, there appears to be what was reported as a hair on the foam pad. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001555640 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Manufacturing personnel have been notified of this incident and awareness training has been performed with the tray assembly team in an effort to raise awareness. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a1801. Patient problem code: f26. H10 : d4 (expiration date: 03/2027). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Injury (patient / other): no. Product possible involved in injury: no. Product available for inquiry: yes. Location: 2 - when using. Origin: clinic. Complaint: hair in the blister. Product: item no.: 50-7050/v001 - pleurx¿ pleura katheter. Additionally affected article no.: 50-7050/v001 - pleurx¿ pleura katheter. Additional lot no.: 0001555640. Information on the error pattern: fault location: sterile packaging, error type: dirty / contaminated / particles.